Event description:
It was reported that the lead exhibited high thresholds and high impedance during the implanting procedure. Another lead was implanted. No patient complications have been reported as a result of this event.